Manufacturer narrative:
Batch review performed on 03 september 2018. Lot 162484: (B)(4) items manufactured and released on 28 july 2016 expiration date: 2021-07-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Patient has had reduced range of motion and stiffness of the joint 18 months after primary. The surgeon replaced the patella implant after resecting more bone off the patella and removing scar tissue from the knee joint space to reduce stiffness and thus increased rom. Nothing else was revised.